Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique. During follow up call made on (B)(6) 2020, customer stated that prior to getting replacement meter he had to call the ambulance because his blood glucose was low. Customer stated that he cancelled the ambulance and caregiver gave him a shot of glucose and raised his blood sugar. Customer has not been able to test on the replacement.

Event description:
Consumer reported complaint for medial attention after receiving reading of e-2. Certified nursing assistant (cna) is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer did not report symptoms. Medical attention is reported as a result of the actual blood glucose results. The product is stored according to specification in the dining room. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 07/31/2021 and open vial date is (B)(6) 2020. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Sections with additional information as of 20-jul-2020: h6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.